Manufacturer narrative:
Pump passed self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Pump passed all operating currents tested within the specification range and passed off no power test. Pump programmed with missed bolus reminder alert and set the time for one hour. Missed bolus reminder alert feature working properly. Pump received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. Customer indicated that the pump was not delivering insulin correctly and had issues with their meter. Customer discovered that the drive support cap was flush and not recessed into the pump. Troubleshooting found that the pump programming was inaccurate and the customer missed the timed bolus reminders. Due to the drive support cap, the customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.